Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a motor error alarm. The customer¿s current blood glucose level was unknown. Troubleshooting was performed. The customer stated that the drive support cap was sticking out. The alarm occurred during bolus and priming process. The customer was able to complete the insulin pump rewind. However, the alarm history contained more than one motor error alarm within the last 30 days. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.